Event description:
Customer reports 4 consecutive 'lower than reportable' error messages using hemochron signature elite /act+ on heparinized patient in catheterization procedure. No adverse event, serious injury, or intervention reported.

Manufacturer narrative:
(B) (4). Additional investigation information: unable to attain additional information from customer. Manufacturer's method code ni - manufacturer unable to perform evaluation / investigation due to lack of device information provided by user facility. (B) (4) - manufacturer unable to perform evaluation / investigation due to lack of device information provided by user facility. (B) (4) - manufacturer unable to perform evaluation / investigation due to lack of device information provided by user facility.